Event description:
On (B)(6) 2012, the reporter contacted animas stating on (B)(6) 2012, the patient's blood glucose (bg) readings were 'high' with high ketone readings and was hospitalized. The patient reportedly experienced symptoms of vomiting, nausea, thirst and increased urination. The patient was reportedly treated via the pump. The reporter claimed she reviewed the pump with an animas representative at the hospital and stated that the programming/settings on the pump were found to be correct. The reporter declined to further troubleshoot the pump during the phone call with customer support (cs). The pump is reportedly not being returned and the patient remained on insulin pump therapy. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. It was not clear what caused or contributed to the patient's bg excursion or if the pump was a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.